Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system. The device was bloody. The implant was outside of the sheath. The implant was consistent with the reported information. Analysis of the implant, core wire, tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed sheath damage (abrasions), tip damage (tricuts flared/abrasions) and anchor damage. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed; however the position was too deep so they partially recaptured it. The device was partially recaptured several times after but never met criteria for release. The device was fully recaptured and a new 30mm wds was advanced. When the device has been positioned and was ready for deployment, it was noted that the patient had pericardial effusion. Finally the physician performed drainage and needle aspiration for the patient to resolve the effusion and completed the procedure with the second 30mm closure device. The patient was stable. No further complications occurred and the patient has since been discharged from the hospital.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed; however the position was too deep so they partially recaptured it. The device was partially recaptured several times after but never met criteria for release. The device was fully recaptured and a new 30mm wds was advanced. When the device has been positioned and was ready for deployment, it was noted that the patient had pericardial effusion. Finally the physician performed drainage and needle aspiration for the patient to resolve the effusion and completed the procedure with the second 30mm closure device. The patient was stable. No further complications occurred and the patient has since been discharged from the hospital.